Event description:
Customer reported that the numbers on the insulin pump were not scrolling up. Customer was unable to get the numbers to change. Customer stated that he might have gotten his t-shirt wet when he was washing the shirt pocket. Customer's blood glucose reading at the time of the call was 224 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. No moisture damage found inside the device. The unit was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.